Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint that there was back flow could not be verified due to the product not being returned for failure investigation. A device history record review for model mz1000-07 lot number 24036035 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
Additional information from customer: patient was unharmed. Just alarmed with the blood on their shirt.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero needleless connector was back flowing the following information was received by the initial reporter with the following: we have had issues with one of the new bd products. The max zero needleless connector. We were told they leak a small drop when disconnected. But yesterday there was a product malfunction with the connector that caused backflow of blood that leaked all over the patient's shirt, bed, and MRI machine.